Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information received from the patient indicated that on (B)(6) 2011, while she was driving and had cell phone over her pump, she felt her pump vibrating. She stated that she did go back to doctor on that day and was told that her pump was functioning fine. The patient didn't know whether her phone could have caused the vibration. Additional information was received from a consumer and a manufacturer's representative (rep) regarding a patient who was previously receiving fentanyl (unknown concentration and dose) and then receiving hydromorphone (10.0 mg/ml at 1.700 mg/day) via an implantable infusion pump, at the time of the report. The pump's indication for use (IFU) was noted as spinal pain. The patient reported on (B)(6) 2016 that she had been complaining for the last 2 years because she had been getting irregular buzzing shocks in her stomach (like vibration). She stated that the pain had turned sharp like a shocking pain for the past month. She mentioned that she felt the vibration sensation when she was lying on her back sleeping and that the vibration extended 1-2 inches past the pump area. She stated that she had only felt this sensation 4 times since she had had the pump implanted and that the last time she felt it was in (B)(6) 2016 and at that time, it woke her up with a sharp pain and vibration, like she was being stabbed and this lasted for 30 seconds. She reported that the sharp pain has stayed in the pump area, it hurts to touch it, and that she couldn't touch her abdomen. She also reported that she fell in the shower in 2014, worried about it, and everything seemed to be fine. The patient reported feeling that the device manufacturer's feedthrough failure field action was the reason why she was getting shocked; she expressed concerns about "level 1 recall on my pain pump." The patient was redirected to follow-up with her healthcare professional (hcp) regarding her concerns. She stated that she brought up the recalls and concerns with her refill hcp, but the refill hcp refused to refill it and wanted it taken out. She also reported that the surgeon said she needed a reason to have it removed and would not remove it. She stated that her pump was due to critically alarm (B)(6) 2016. She also reported that this manufacturer's pump could kill her because the food and drug administration (FDA) said it could cause death. She stated that it was this manufacturer's device in her that's killing her. Additional information was received from the patient on 05-05-2016. She reported that she had another "electrical jolt" vibration with the pump on (B)(6) 2016 and this lasted for 1.5 minutes; she stated that it was the worst one she had had yet and felt the circular jolt circulating around her pump. She reported that she was sitting on the toilet when it occurred and it scared her. The patient reported that per a hcp, the direction was to turn the pump down because it was going to be replaced. She first stated that a hcp turned the pump all the way down to 000.1 and then stated it was 0.061, based on the printout. She stated that the hcp was only gone for about 5 minutes and when the hcp returned, she was in so much pain and asked whether the pump could be refilled and turned back up until the scheduled pump replacement. She stated that the hcp refilled the pump and turned it back up. Pump replacement was scheduled for (B)(6) 2016. Additional information received from the rep on 05-09-2016 indicated that he was going to meet the patient on that day to check the pump due to the patient's complaint of feeling shocks coming from the pump. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.